Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/ or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Patient reports "water drop rupture" of an unspecified side. Device has been explanted.